Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 04:00am she obtained a result of "180 mg/dl", on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and continued to follow her usual diabetes management routine in response to the alleged issue. The patient developed symptoms of "dizzy, nausea and sweaty" on (B)(6) 2015 at 4:05am and visited an emergency room, however did stated that no treatment was received during troubleshooting the cca noted that the meter was set to the correct unit of measure and that the subject test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.